Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator would not charge. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the device was evaluated by the customer with assistance from a philips remote service engineer.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator would not charge. This report has been updated from a serious injury to a non adverse event as additional information received clarified there was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the battery needed to be replaced to return the device to working condition. The customer replaced the battery. The device remains at the customer site.